Event description:
It was reported the insulin pump had a blank display. The device was exposed to moisture as the customer went swimming. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank screen due to corroded electronic assembly. The insulin pump was unable to perform displacement test, off no power test and verify operating currents. The insulin pump had corrosion on the motor and moisture damage on the force sensor. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.